Manufacturer narrative:
For the reported event, a ge healthcare service representative performed a checkout of the system and confirmed the reported event. The vacuum quick connect was replaced to resolve the reported issue.

Event description:
This report summarizes <noe> 1 <noe> malfunction event. A review of the event indicated that model 1009-9050-000 anesthesia gas machine experienced a cracked vacuum quick connect that will not stay connected preventing. The report was received from a single source. The reported event did not involve a patient.